Event description:
On (B)(6) 2026, the customer contacted acorn stairlifts, inc. To request service for his stairlift. The customer reported that the stairlift had power but would not move using either toggle switch. During troubleshooting with the customer's wife, acorn became aware of a prior incident that reportedly occurred in (B)(6) 2025. According to the customer, the stairlift stopped midway down the staircase. The customer exited the stairlift and attempted to walk down the stairs using a cane. During this attempt, he lost his balance and fell down the stairs. The customer reported striking his head on the rail and sustaining a brain bleed requiring treatment in an ICU. The customer also reported four broken ribs. The customer further stated that the stairlift had previously stopped intermittently on occasion for no apparent reason.